Event description:
A pt reported blood glucose results of "257 mg/dl" with a lifescan meter and "185 mg/dl" on a laboratory device, performed between 11-20 mins of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The meter and test strips were replaced.